Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet user experienced high blood glucose after dinner when a meal was not announced and an infusion set had been changed earlier in the day. Fingerstick measured 357 mg/dl while the pump initially displayed high and then 368 mg/dl, and the user¿s dexcom g7 was calibrated with subsequent downward trend. Symptoms included hyperglycemia without associated clinical effects. Outcomes included no need for medical intervention, no ketone testing, no backup therapy, and no assistance from others. Investigation included customer support troubleshooting and education regarding meal announcements and sensor calibration. Investigation of this case revealed that the elevated glucose was attributable to a missed meal announcement following a recent infusion set change, with device function consistent with design and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that user-related factors, including missed meal announcement, were the cause.